Event description:
It was reported that noise and low impedance were observed. Fluoroscopy revealed externalized conductors proximal to the svc coil. The lead was explanted and replaced.

Manufacturer narrative:
(B)(4).